Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during extracorporeal life support (ecls), there was a flow issue with the custom tubing pack. The pigtail used for continuous renal replacement therapy (crrt) was noted to be loose to secure and restrictive to flow. The issue worsened over time. It was stated that perfusion, nursing and the intensivist team pride themselves on crrt through vitalflow. The new stopcocks have impacted their events data and they have also had an effect on a study they are working on. The customer has requested another stopcock part. It was stated that these stopcocks are not performing like the previous stopcocks used in the pack. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.